Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "product was not as effective" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ juvéderm® ultra xc injectable gel is a clear, colorless gel without visible particulates. In the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe. B. Health care professional instructions 2. Prior to treatment, the patient¿s medical history should be obtained, and the patient should be fully apprised of the indications, contraindications, warnings, precautions, treatment responses, adverse reactions, and method of administration. Patients also should be advised that supplemental ¿touchup¿ implantations may be required to achieve and maintain maximum correction. 17. After the initial treatment, an additional treatment (from 1 to 4 weeks later) may be necessary to achieve the desired level of correction. If further treatment is needed, the same procedure should be repeated until a satisfactory result is obtained. The need for an additional treatment may vary from patient to patient and is dependent upon a variety of factors such as treatment goals, wrinkle severity, lip fullness, skin elasticity, and dermal thickness at the treatment site.

Event description:
Healthcare professional reported the "product was not as effective, it was lumpy and weird and not as smooth" with one syringe of juvéderm ultra® xc. No injury to patient or injecting physician.